Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when the compact plus system was unavailable for use and the delivery of a replacement meter from accu-chek was unsuccessful. She states her coworkers said she was delirious, and she passed out. They called 911, and when emts tested her blood glucose it very low. Emts gave her sugar water. Customer was in the emergency room for 5 1/2 hours, and went home. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.